Manufacturer narrative:
A product investigation was completed: the investigation has shown that the coupling part of the drill bit is broken off as complained. The whole instrument presents signs of frequently use, all blades have an indication of wear and tear. The review of the production history revealed that this instrument was manufactured in november 2006 according to the specifications. No manufacturing related issues that would have contributed to this complaint were found. Based on these results we conclude that the cause of failure is not due to any manufacturing non-conformances and it is likely that mechanical force in combination with wear and tear led to the breakage of the coupling part. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information not provided by reporter. Unknown when device actually malfunctioned. Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). The 510k#: unknown. Manufacturing location: (B)(4). Legal manufacturer: external supplier (B)(4), manufacturing date: 16.nov.2006, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit is broken(small metalpieces came loose at the none drilling end. (Jacobs chuck or universal chuck). This complaint involves one part and no parts left in patient. No patient harm. No delay to surgery time. No further problems for the operation. This report is 1 of 1 for (B)(4).